Event description:
Boston scientific received information that this implantable defibrillation lead exhibited noise. The noise was oversensed resulting in pacing inhibition for greater than two seconds of asystole. The patient fell and sustained a head injury. An invasive procedure was performed. The lead was surgically abandoned and a new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that this product was part of a system revision due to infection approximately one month later. There were no additional adverse effects reported.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. The proximal only segment was returned severed 168 millimeters (mm) from the terminal pin. Visual observation noted the presence of set screw marks on the lead terminal pins and separation was noted between the is-1 terminal insulation and the is-1 ring. Resistance testing was completed to assess lead electrical performance. Measurements throughout this test were within normal limits. Laboratory analysis could not confirm the clinical observations.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.